Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons were unresponsive on the insulin pump. Customer stated they have changed the battery, but the anomaly persisted. Customer stated they did not press the buttons for three minutes or longer on the insulin pump. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.